Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe tip and barrel broke on the bd emerald¿ syringe. This event occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: tip of syringes and barrel breakage.

Event description:
It was reported that the syringe tip and barrel broke on the bd emerald¿ syringe. This event occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter: tip of syringes and barrel breakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-17. H6: investigation summary the samples were received by bd for evaluation. A quality engineer was able to review the returned sample of (6) 1ml, 12.7mm, 28g bd allergy syringes in an open poly bag from lot # 1273283 product # 307754 with the reported issue of ¿tip of syringes and barrel breakage¿. There are six samples and two photographs received from the customer. The investigating team has also used the retention samples of from lot # 1273283 product # 307754 for investigating the reported defect. The investigation and simulation was carried out on ten retention samples and no retention samples showed any tip of syringes and barrel breakage in the ten retention samples tested. Based on the photograph the defect is confirmed. The investigating team performed the simulation on the machine to determine the occurrence of the reported defect. The probable root cause observed that the cracking of the barrel found that tip of syringes and barrel breakage leading to needle detachment/separation from syringe in unit pack can occur only at secondary packaging syringe collector station due to the bend/broken rods of collector. They directly create a destructive impact on the packaged syringes and that may lead to tip damage and cracking of the barrel. As a corrective action we will update our secondary packaging preventive maintenance check sheet (m-f-340) and we will include checking of these syringe collector rods (also called mill rods) during our secondary packaging preventive maintenance so as to avoid generation of this issue in future.